Event description:
The customer stated, she was hospitalized for high blood glucose levels over 1000 mg/dl. The customer stated, she got a no delivery alarm during a bolus after having the infusion set place for one day. Also found that the insulin pump gave an error alarm that cleared all of the settings a few days prior to the hospitalization. In addition, found that the customer was changing the infusion sets every five days instead of every two to three as recommended. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.